Event description:
It was reported that prior to a medical procedure at the user facility the device was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.